Event description:
It was reported that during a revision acl surgery, the surgeon planned to remove a silk screw and when it was being removed, the distal tip of the screwdriver broke in two. All pieces were removed from the patient. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the customer-supplied photograph was performed and observed a form detailing the part number, batch number and description. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during surgery, when the silk screw was removed with the screwdriver, it broke in 2 at the distal tip. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.